Event description:
Synovitis in the left knee/severe inflammation [synovitis]. Joint effusion [joint effusion]. Case description: spontaneous report was received on (B)(4) 2011, from a physician regarding a (B)(6) male pt, initials (B)(6) who experienced synovitis in the left knee and joint effusion after starting synvisc-one. The pt's medical history is significant for moderate osteoarthritis (x-ray grade: iii-IV), prior joint effusion, joint narrowing and osteophytes. On (B)(6) 2011, the pt received an injection of synvisc-one in his left knee. The physician reported that there were no risk factors prior to the injection which may have contributed to the adverse events experienced subsequently. On (B)(6) 2011, the pt experienced synovitis in his left knee and severe inflammation. On (B)(6) 2011, arthrocentesis was performed and 100 cc of synovial fluid was drained from the pt's left knee. On (B)(6) 2011, arthrocentesis was performed again and 50 cc of synovial fluid was drained from the pt's left knee. On (B)(6) 2011, an injection of dexamethasone was administered to treat the pt's left knee synovitis. The physician reported that the events were severe and definitely related to synvisc-one. The product lot number was not provided. At the time of this report the outcome of the pt was recovered. Additional info was received on (B)(4) 2011, in the form of qa results. The product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints.

Manufacturer narrative:
Eval summary: the product lot number was not provided; therefore, a batch record review is not possible. It is the requirement to review all finished batch records for specification conformance prior to release. Any out of specification result is identified and mitigated. Data is periodically presented and reviewed by individuals responsible for assuring product quality. This review has not indicated trends that could be associated with any product complaint. Genzyme will continue to monitor complaints. MFR's comment: the benefit-risk relationship of the product is not affected by the report.